Event description:
It was reported that during training/demo with a da vinci system, the clinical sales representative (csr) contacted technical support to report presentation of error 7734 following a system reboot. After a restart, the system faulted with error 311. The csr then performed a hard restart, but the same error 311 persisted. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse utilized a local host connection and reprogrammed the system, after which, the system powered on normally. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, the probable root cause is attributed to a software coding issue.